Event description:
Prytime is filing this report in an abundance of caution because the presence of a sheath not manufactured by prytime, but provided in prytime's convenience kit, may have contributed to a clot requiring surgical intervention for removal. The clot is believed to be due to several contributing factors including injury pattern, coagulopathy (exsanguinating at a very fast pace), and pro-thrombotic drugs which created an environment conducive to thrombus formation. The presence of a device within the bloodstream could not be ruled out as a potential contributor given the hyper-coagulative status of the patient. There is no reported or alleged failure or deficiency of the prytime device or its labeling. On march 21, 2022 prytime was notified of a clot formation and the reporting physician could not definitively rule out the presence of the sheath as a potential contributing factor. The patient presented to the ER diaphoretic, unresponsive, with multiple gunshot wounds noted. The patient's initial sbp was in the 60s. Patient's left humerus was badly damaged with no palpable left upper extremity pulses. There was a gunshot wound to the pelvis above the iliac crest into the abdominal cavity, through the arm into the chest, with a thoracic (t4/t6) spinal cord transection. Bilateral finger thoracostomies were performed then bilateral chest tubes were placed. Blood was noted in the airway. The left internal and left external iliac veins were completely blown, and there was a presacral venous plexus bleed. The patient was placed on an amicar drip. There were small bowel and colon injuries noted, and a bowel resection was performed. There were left brachial and left popliteal arterial injuries (both secondary to gunshot wounds). Numerous surgical procedures were performed to address the injuries. The reboa catheter was removed. Then, at the end of the operation and prior to the patient going to ir, the patient's left lower extremity was observed to be blue, so the 7fr sheath was removed immediately and the access site was closed with pressure. The reboa catheter was removed prior to observing the left lower extremity to be blue. Imaging showed a distal thrombotic clot at the bifurcation of the popliteal artery. An embolectomy with popliteal approach was performed to remove the clot and pulses in the leg came back. The patient went to ir for subsequent procedures. Physician stated the catheter worked as intended, and did not recommend any changes to the device, design, labeling, or training programs. Patient survived despite multiple severe injuries that could have led to rapid exsanguination.